Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 5 of therapy in 2008, the home patient drained 2715 ml following a fill volume of 2000 ml. A follow up call was made to the home patient's nurse. The nurse stated that the patient typically has a high ultrafiltration and the volumes from the evaluation were normal for this patient. The patient did not experience any symptoms of fullness or discomfort. The nurse had no further information for the overfill decision tree. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during evaluation. Based on a review of all available log data combined with the available decision tree information, it was determined that the most probable cause of the overfills is insufficient drain/false empty detect and use error: ultrafiltration (uf) inappropriately set too low. Device will be forwarded to the service area.